Manufacturer narrative:
Device lot number corrected from 19800062 to 19697586. Device expiration date corrected from 03/27/2018 to 03/04/2018. Device manufactured date corrected from 10/16/2016 to 09/18/2016. Device evaluated by MFR: promus element mr ous 4.00 x 20mm stent delivery system (sds) was returned for analysis. The crimped stent was not returned for analysis as it was deployed during the procedure. The manufacturing crimp data for this device was reviewed and there were no anomalies highlighted. The crimp force, crimp temperature, and maximum stent profile were all within specification. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues to note. It was evident that the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4) / tw#: (B)(4).

Event description:
It was further reported that the target lesion was 80% stenosed and was mildly tortuous and moderately calcified. The dislodged stent was not removed from the patient's body and it was deployed in the radial artery.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x20mm promus element drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.